Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked at the seam where the injection port meets the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional leak testing was performed by filling the bag with water and squeezing the device. No leaks were observed. Visual inspection was performed and no abnormalities were found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.